Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The test strips were requested for investigation. No product is expected to be returned as there are no test strips remaining. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 8.0 inr. The result was taken in the morning, but an exact time was not specified. The meter memory showed a result of 8.0 inr obtained at 10:43 on the date of the event. The laboratory result was 4.8 inr. The result was obtained in a hospital within 4 hours of the meter result. Another comparison was performed in the evening on the same day. The meter result was 8.0 inr, and the exact time was not specified. The meter memory showed 2 meter results of 8.0 inr obtained at 19:13 and 21:21 on the date of the event. The laboratory result was 5.2 inr. The result was obtained in another hospital within 4 hours of the meter result. The patient's therapeutic range is 2.5-3.5 inr.